Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons was stick, had to push a couple of times to get it to register. Customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with same audio tone when switching from volume due to broken trace at keypad assembly. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection.